Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that holter monitor strips revealed loss of capture with autocapture turned on. The pulse generator was programmed to autocapture off.